Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the customer through the reset process, after which the error code no longer appeared and the customer successfully started a new sensor session.